Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that during an attempted implant the implantable cardioverter defibrillator (ICD) had an issue with the grommet/setscrew. The physician was unable to get the lead all the way through past the header block, this was identified during the final fluoroscopy. The physician attempted to put the pin in three times. The device was removed and a different device was used without issue. No patient complications have been reported as a result of this event.